Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, the octrode lead had all its internal wires broken and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. All of the impedances on the lead were high. X-rays revealed that the lead had broken just above the anchor. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.